Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. The involved right atrial (ra) lead is a non boston scientific product. Additionally, a signal artifact monitor (sam) episode was stored. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. The involved right atrial (ra) lead is a non boston scientific product. Additionally, a signal artifact monitor (sam) episode was stored. No adverse patient effects were reported. At this time, this device system remains in service.